Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2025, a 77-year-old man with coronary artery disease presented with clinical decompensation and was taken emergently to the cardiac catheterization laboratory for a high-risk percutaneous coronary intervention with placement of an impella cp device. The patient remained on impella cp support following the procedure. During subsequent clinical rounds, bloody drainage was observed at the access site, and the patient was noted to have developed a hematoma, which was managed with application of manual pressure. According to nursing reports, the blue suture hub may have been advanced beyond the level of the skin. The patient required transfusion of three units of packed red blood cells. The impella device was explanted on (B)(6) 2025, without reported complication. No additional adverse clinical effects were reported.

Manufacturer narrative:
D1 was revised and d4 serial number and UDI were revised to remove leading 0s.